Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer allege insulin pump was under delivering. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose was 236 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer reports insulin exited at the quick release. The customer did not uses the auto mode feature. The insulin pump and reservoir will not be returned for analysis.